Manufacturer narrative:
It was reported that the ventilator failed the flow transducer and o2 sensor tests during pre-use check. Our field service engineer investigated the ventilator on site and could not find any abnormalities. All tests performed passed. The unit passed all electrical safety tests was released for service. The root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: #: (B)(4).

Event description:
It was reported that the ventilator failed flow transducer and o2 sensor tests during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).